Manufacturer narrative:
Product complaint # (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? Did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures and sensitivities performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product code and lot number?

Event description:
It was reported that a patient underwent a cortical cyst resection surgery on (B)(6) 2026 and suture was used. The patient had developed a circular, movable mass on the inner thigh with a diameter of approximately 5 centimeters and no tenderness. The patient was diagnosed with a cortical cyst and underwent resection surgery. The doctor used suture to suture the wound for the patient, and the surgery went smoothly. On the 6th day after surgery, the patient underwent a follow-up examination to remove the suture . It was found that the wound had poor healing and the suture was not removed. The doctor then gave the patient regular use of iodine to wipe the wound at regular intervals, keeping it dry and avoiding water or excessive movement of the wound. The patient had a light diet and was advised to take amoxicillin capsules orally to combat infection. On the 11th day after surgery, the suture was removed and the patient's wound healed well. Additional information requested.